Event description:
Three legs of the ivc filter are found to be fractured. Two legs of the filter have embolized to the heart, one leg of the filter has embolized to the right lower lobe of the lung. No symptoms at this time.